Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient lost their programmer and they are trying to connect to see if the device was turned on. Caller said the patient thought they turned the device off maybe a year ago. Caller reported the patient doesn't recall having great benefit from the therapy. They were able to connect using the clinician app and saw a message that said ""maximum setting therapy cannot be increased." Impedance check showed that all of the programs are greater than 4,000. The issue was not resolved through troubleshooting. Caller noted that they may remove the system.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.